Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: upon trying to remove from patient with containing the specimen did not fall into the patient. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.